Manufacturer narrative:
A ge service rep performed an on site investigation. The power cable assembly was replaced. The system was tested and operates as intended.

Event description:
The customer reported the outer casing of the power cable was cut and the wires were visible. No pt injury was reported.